Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving several inappropriate shock therapies due to oversensing on the ventricular channel. On the episodes, it appeared that the device was oversensing p-waves on the ventricular channel, and then counting the true qrs. The merlin.net transmission had low r-waves and high capture threshold. X-ray showed the lead had pulled back indicating dislodgement. The patient was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.